Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the monitor was unexpectedly shutting down after a few minutes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. Based on the results of the investigation, it is likely that the device issue with port b intermittently displaying images and power shutting off every 2 or 3 minutes was caused by a failure of the g1 board (power supply). The problem with the digital visual interface (dvi) port was probably caused by a damage to the dvi port. Olympus will continue to monitor field performance for this device.